Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the emergency stop feature was activated, which prevented the system from initiating the boot process. Upon troubleshooting, rse found that ups circuit breaker was tripped and instructed hospital electrician to reset circuit breaker. To resolve this issue, field service engineer (fse) went onsite and verified the breaker, reset it properly. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that emergency stop was active, preventing the system from booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.